Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.